Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an altitude alarm and there was a delay in clearing the alarm. The customer's blood glucose (bg) level was 500 mg/dl. The customer administered an injection and reverted back to manual injections to manage bg level. It was indicated that the customer has alternate insulin therapy.